Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Diagnostic imaging was done and revealed externalized conductors. Variation in low pacing lead impedance was noted. Lead will be explanted.